Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing on current electrograms (egm) was noted on the right atrial (ra) lead post cardioversion device interrogation. The lead remains in use. No patient complications have been reported as a result of this event.